Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons fraying and loose fibers [device breakage]. Case narrative: consumer reported via email that the tampons had large amounts of fraying and loose fibers. No injury was reported.